Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, subcutaneous edema.

Event description:
Healthcare professional reported right side "old prostheses that had problems", "breast tenderness", "signs of intracapsular rupture", "small amount of peri-implant fluid" and "subcutaneous edema". The device has been explanted.